Event description:
It was reported the pt was unable to increase the amplitude of scs system, and the system was auto-reducing. The sjm rep met with the pt and there were 2 contacts which were invalid. Initially, reprogramming resolved the issue, however, the issue persisted and multiple contacts became invalid. F/u identified an x-ray was performed with showed no anomalies. It was reported the pt was reprogrammed and received beneficial stimulation coverage. There was no further intervention planned.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.